Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2017-00097-1.

Event description:
(In addition to what was already reported) it is reported the portion of the broken screw did not fall into the patient. This event did not cause a delay. The surgeon completed the surgery using another screw with the same part number.

Manufacturer narrative:
Review of the device history records show that the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2017-00097.

Event description:
It is reported two screws broke and one became worn during surgery. More information was requested and has yet to be received.

Manufacturer narrative:
The product identities were confirmed in the evaluation. The screws were visually evaluated. The complaint is confirmed for having 2 screws broken and 1 screw slightly worn. All screws were functionally tested. One of the broken screws could not be retained by the driver. The other two screws could support the weight of the driver. Out of the two screws that had retention, only the non broken screw was able to be properly inserted. The most likely underlying cause of the broken screws was determined to be excessive force. The most likely underlying cause of the worn screw cannot be determined as the screw was successfully able to be inserted into white oak and had proper retention. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2017-00097.